Event description:
The nurse, from the patient's hcp office called in to report the v-go fell off of the patient while he was working. The patient stated he was sweating excessively. The v-go was only worn for about 3-4 hours. The patient discarded the device in question.